Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26410 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26410.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a 43-year-old male patient had a impella cp for support during high-risk surgery. It was reported that after impella cp started, limb ischemia was noted. External fem-fem bypass was done. The patient was successfully weaned and explanted.